Manufacturer narrative:
Consumer reported that she soaked her lens for one hour and when placing right lens on her eye, she experienced burning. The consumer reported that she went to her doctor and was diagnosed with a chemical burn. The doctor indicated that the patient was prescribed erythromycin and artificial tears. The consumer used the product a second time without using the proper case. Her eyes were reported to burn and turn red. With this event, the consumer did not return to the doctor because she reported that her eyes were fine. The u.s. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The consumer did not follow the appropriate regimen. The doctor reported that the patient recovered at the follow-up visit. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported that she soaked her lens for one hour and when placing right lens on her eye, she experienced burning. The consumer reported that she went to her doctor and was diagnosed with a chemical burn. The doctor indicated that the patient was prescribed erythromycin and artificial tears. At the second doctor visit, the doctor reported that her eye was recovered. The consumer reported that she normally used a multipurpose solution. She also indicated that she tried the solution again. The second time she reported to soak the lens 8 hours; however, she did not use the lens case provided with the solution. Her eyes were reported to burn and turn red. With this event, the consumer did not return to the doctor because she reported that her eyes were fine. The doctor reported that the patient is non-compliant with lens wearing and caring schedule.